Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that it keeps crashing during surgery and causing flickering. It was noticed during surgery as the image kept flickering and they had to delay the case. There was a full loss of image. It was flickering frequently enough that made it inoperable. Procedure completed by brought in a rolling video tower brought in a rolling video tower.